Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a persistent issue with air bubbles forming with the pump. The reporter stated that this issue was happening with multiple cartridges and infusion sets. The reporter noted that the patient's doctor asked them to get a new pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the recent total daily dose and basal history showed the basal delivery to be accurate based on the user's programmed settings. There were no alarms or errors in the black box history to indicate any insulin delivery interruptions. The pump passed a flow accuracy test with no observed issues.